Manufacturer narrative:
Exemption number e2019001. (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue at this time. It should be noted that the mitraclip instructions for use, establish final arm angle, states: do not turn the arm positioner more than 1 turn in the open direction from neutral. Failure to stop turning the arm positioner at 1 turn in the open direction past neutral may result in clip opening or device damage which could cause the clip to become non-functional and lead to embolization and / or conversion to surgical intervention. The difficult clip deployment appears to be a cascading effect of the user error of turning the arm positioner until tight. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the difficulty to deploy the clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. One ntr clip delivery system (cds) was deployed; however, upon deployment, the mandrel would not release. Troubleshooting was performed and the clip was able to be deployed, reducing the mr to 1-2. It was noted that during deployment, the arm positioner was turned past neutral until tight. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.